Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen lps-flex articular surface size cd 12mm catalog #: 00596403012 lot #: 63631119, nexgen option cemented femoral component catalog #: 00576401452 lot #: 63342343, nexgen standard cemented all poly patella size 32mm catalog #: 00597206532 lot #: 63409706 g2 - report source - foreign: the event occurred in the united kingdom. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient developed deep vein thrombosis four (4) days following an initial right knee arthroplasty. The patient was placed on anticoagulants. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a4, a5, b4, b6, b7, g3, g6, h2, h11.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. Additional records received were reviewed, however, the root cause remains not device-related, as the reported event is procedure-related.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records were not reviewed as the reported event was determined to be unrelated to the implanted device. Procedure-related complications are influenced by the type of surgery, a patient's pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. The root cause of the reported event was determined to be traced to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.